Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced gastrointestinal (gi) bleeding after implant discharge. The patient went to another hospital, and was transferred for a double balloon enteroscopy. The patient was worked up for a heart transplant.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2020 with gastrointestinal (gi) bleeding after implant discharge. The patient was transferred to another hospital for a double balloon enteroscopy. On (B)(6) 2021 the patient received a colonoscopy that discovered multiple diverticula in the patient's colon as well as blood suspected to be from the small bowel. On (B)(6) 2020 the patient underwent an enteroscopy that discovered at least 3 gastric-gastric fistulas. On (B)(6) 2020 the patient had a capsule endoscopy which confirmed fresh gi bleed in the mid to distal small bowel. The patient was elevated on the heart transplant list.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.